Manufacturer narrative:
Product complaint # (B)(4) h6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: quantity of blood loss? Patient weight? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? What is the current status of the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a modified anterior pelvic floor reconstruction under general anesthesia+vaginal total hysterectomy+vaginal wall repair+mid urethral suspension+perineal laceration repair procedure on (B)(6) 2025 and suture was used. After removing the uterus, suture was used to stop bleeding. During the knotting process, the surgeon gently knotted the knot but the suture broke. The surgeon immediately replaced the suture and the surgery went smoothly. However, the suture breakage slightly prolonged the modified anterior pelvic floor reconstruction under general anesthesia+vaginal total hysterectomy+vaginal wall repair+mid urethral suspension+perineal laceration repair surgery time and increased the patient's bleeding. No adverse patient consequences were reported. Additional information was requested.